Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. The details of the lesion are unknown. The dt/12-4/5.8/75 balloon catheter ruptured and detached from the catheter. The piece of balloon was snared out by the physician. The procedure was completed with another of the same device. No patient complications were reported and the patient status was reported as "no harm to patient".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in two sections as a result of a jagged break in the shaft distal to the strain relief. A complete circumferential tear had occurred in the balloon 52 mm distal to the edge of the proximal balloon sleeve. A longitudinal tear had also occurred in the balloon and had extended the entire length of the balloon. The distal tip and the distal markerband had detached and were not returned. The proximal markerband was intact and still on the tip of the shaft. There were traces of blood visible on the proximal section of the balloon. A .035 guide wire was returned with a piece of the balloon on the end. The balloon piece was removed from the guidewire and it was found that the distal balloon sleeve was still attached to the distal section of the balloon. The balloon was covered in dried blood and the material was severely creased. The damage noted to the device is consistent with the device meeting with a severe restriction and the device being pulled in order to remove it from the patient. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. The details of the lesion are unknown. The dt/12-4/5.8/75 balloon catheter ruptured and detached from the catheter. The piece of balloon was snared out by the physician. The procedure was completed with another of the same device. No patient complications were reported and the patient status was reported as "no harm to patient".